Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The lead was capped and replaced during a routine device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.